Event description:
Surgeon reviewed technical papers prior to surgery. Surgeon used insitu assembly and it was found post-operatively that products did not lock. Returned to o.r where products were successfully locked.